Manufacturer narrative:
Device expiration was noted directly post procedure. The procedure was to treat life style limiting claudication right sfa disease. No harm was reported to the patient. There was no reported issue with medtronics labelling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an expired medtronic everflex stent was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.